Manufacturer narrative:
(B) (4)

Event description:
Patient experienced post-op condition with swelling of her knee after 4 strand hamstring acl reconstruction and partial medial meniscectomy on (B) (6)2007. On (B) (6)2007, MRI showed fluid and bone marrow oedema surrounding the tibial screw and the femoral insertion site of the acl reconstruction. Patient had a curettage of bony defect of left tibia and bone grafting on (B) (6)2008.